Event description:
The customer's father reported that the customer's blood glucose reached 358 mg/dl and that the pink slide insert was not visible in the viewing window.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.